Event description:
The device doesn¿t work with a battery anymore. Once unplugged, the device turns straight off, it did not charge.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. A new build DHR review would not add value to te investigation as the device has been in distribution since 2013; based on the age of the device it is probable that the battery has failed but we would need to assess the device to try and determine a root cause.